Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not receiving reservoir warnings when it was completely empty. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had random and occasional no delivery alarm and minor scratched on the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms and audio or vibrate anomaly or absence of alarm noted. Device received with minor scratches on display window noted. (B)(4).